Event description:
According to the available information, the device was unable to inflate. During the revision, it was found that there was a hole in the right cylinder. No other patient adverse effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.